Manufacturer narrative:
(B)(6). Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that a transient ischemic attack (tia) and thrombus on the closure device occurred post procedure. In (B)(6) 2016, 24mm watchman ® laa closure device along with a watchman® access system was used to implant this closure device into the left atrial appendage (laa) without any problem. A complete seal of the laa was observed. The patient was placed on xarelto, clopidogrel, and 325 asa post procedure. At the patient's 45 day follow-up in (B)(6) 2017, the transesophageal echocardiogram (tee) revealed a 2.5mm jet but no thrombus. In (B)(6) 2017, the patient presented with transient ischemic attack (tia) symptoms. A tee was performed and revealed a 1 1/2 x 2 mm thrombus on the face of the closure device. Heparin.was started and the patients symptoms resolved. The patients current status is stable.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that at the patients 45 day follow-up they were placed on plavix and aspirin. The thrombus that was reported in (B)(6) 2017, was found to be resolved and confirmed via transesophageal echocardiogram (tee). On (B)(6) 2018, it was further reported that the patient presented earlier that week with tia symptoms again. They performed another tee revealing thrombus on the closure device. The closure device and the laa were surgically removed. The patient was recovering and doing fine.